Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2021 (middle of the night), the patient's infusion set's tubing detached/broken at site connector. The infusion set had been used for one day. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.